Event description:
A nurse reported that the customer wa hospitalized for dka. Troubleshooting was performed. The programming and histories on the pump were accurate. It was indicated that the set was changed to solve the problem. Suggested the nurse call back before they connected the customer with the last set to run first the self test and high-pressure test on the pump. A day later the customer called back to run a self-test. The customer declined to troubleshoot the device.